Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in the clinic during a follow-up in back-up vvi mode. Intermittent ventricular sensing was also observed. Due to low battery voltage further troubleshooting could not be performed. The device was explanted and replaced. The patient tolerated the procedure well and their condition post procedure was good.